Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen went black with a blue box prompting for a password, which located on kmcaor03.the customer attempted to reboot the station, but the issue persisted.as per part investigation, it was determined that pcba docking brd 1g das showed signs of fluid ingress in solder joints. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.part analysis:the reported condition of failed and at a black screen with a blue box prompting for a password was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse found the screen dark and asking for a bios password. After rebooting, the issue returned when the screen was moved. Loose power and hd cables were found. Since the issue had occurred before, the docking board was replaced. After securing the cables and reinstalling the aio, the system worked correctly in all positions, and the customer tested all drawers successfully. During dchu visual inspection: pn 151444-21: the pcba docking brd 1g das showed signs of fluid ingress in solder joints. During dchu testing: pn 151444-21: the condition of the pcba docking brd 1g das compromises the functionality of the dchu hta equipment; therefore, further testing was not conducted. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause:the root cause of the reported failure, failed and at a black screen with a blue box prompting for a password, is attributed to the physical damage/condition of part p/n 151444-21, which produces a short or miscommunication, causing the display of a black screen.